Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
Treatment of an aneurysm located in the ophthalmic segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient¿s anatomy was tortuous. During the procedure, it was reported the pipeline was introduced into the m1, but could not be released from the capture coil despite turning the pushwire clockwise multiple times. The pushwire broke at the capture coil and the entire system was removed from the patient. The broken wire was aspirated out and the procedure was stopped. The patient was transferred to the ICU (intensive care unit) for recovery and the patient was discharged in fine condition. There are no future plans for retreatment.